Manufacturer narrative:
Information pertaining to this event was previously submitted under manufacturer's regulatory report #3004209178-2017-24397. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member on 2017-dec-12. It was reported that the morphine pump had a "known failure by five doctors for a motor stall, " and that the pump failed on (B)(6) 2017. Per the caller, the only drug information he knew was dilaudid 0.1 ml and morphine was in the pump when it failed. It was reported that because the motor stalled for the patient's pump, the patient spent ten hours in the hospital. It was noted that a manufacturer's representative had taken the pump. The caller stated that they wanted the pump back and requested that the patient's pump be returned to him. An email was sent to the manufacturer's representative to follow-up with the caller. No further complications were reported.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-jan-09 reported there was a pump failure, delivery failure, and a motor stall (previously reported). The patient had injuries of withdrawal, pain, hospitalization, and surgery. The date of the injury was noted as (B)(6) 2017-date of pump stall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an attorney regarding a patient who was receiving an unknown medication via a synchromed ii pain pump system. Indications for pump use, medical history, and concomitant medications were not reported. On an unspecified date,reported as "within the past several years" as of the letter dated (B)(6) 2018 and received by the manufacturer on (B)(6) 2018, the patient was alleged to have been injured due to the defective synchromed ii system's failure to deliver medications as prescribed. The nature of the injury/personal injury sustained was further specified as personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by surgery or surgeries to remove a defective device. The patient required removal of the allegedly defective device(s) and may have also required replacement, but that was not specified. Although it was reported that wrongful death resulted in "some instances," it was not specified if the patient in this event actually died. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that pump had a motor stall. There were no factors that may have led or contributed to the issue. For diagnostics/troubleshooting, the hcp was planning on doing a pump replacement. The hcp bridged with oral medications. At the time of this report, it was unknown if the issue was resolved and patient status was alive-no injury. Surgical intervention was planned but it was unknown if it had been scheduled. No further complications were reported.

Manufacturer narrative:
Interrogation of the pump indicated that 2.0 mg/ml hydromorphone was being delivered at 0.7642 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2017-nov-29. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.